Event description:
The customer reported while running a hepatitis surface antigen assay, using a hand held intermec barcode wand read a sample barcode incorrectly. Software support determined the probable cause of the barcode misread was due to the barcode wand. No death or serious injury was associated with this event.